Event description:
Patient reported they had breast augmentation surgery and "used implants from your company allegran naturel plus. A ruptured right implant was found. In this connection, I needed a second operation...I ask you to compensate for the damage I have suffered due to the fact that the manufacturer claimed a lifetime warranty for implants, which is confirmed by a document handed over to me." Patient provided MRI which reported "picture of the condition after breast plastic surgery with implants, subcapsular rupture of the right breast implant, fibrous mastopathy." MRI also reported "the breast implant is located retromuscularly, adjacent tissues are unchanged. The contours of the implant are clear and even; the cavity is filled with the homogeneous content of the hyperintense mr signal on t2 and hypointense mr signal on t1wi, on the background of which the linear wavy structures of the hypointense mr signal are determined. Breast tissue has a mixed structure with predominance of glandular tissue, diffusely altered with the presence of fibrous component; the type of structure is close to reproductive tissue. Linear areas of increased mr signal on t2wi and stir from the lobular and interlobular septa are detected in the glandular tissue. Mr picture of the condition after breast plasty with implants, subcapsular rupture of the right breast implant, fibrous mastopathy." Ultrasound reported "the contours of the silicone prosthesis of the right breast are irregularly shaped, with rough waves, in the area of the upper-outer inner quadrant, there is a violation of integrity with the divergence of the edges of the implant. There is fluid around the implant: between the implant and the periprosthetic fibrous capsule a heterogeneous, hyperechogenic fluid of varying thickness is detected without extending beyond the periprosthetic fibrous capsule. The content of the endoprosthesis is heterogeneous with multiple areas of increased echogenicity, the snowstorm sign." Healthcare provider noted capsular contracture baker grade ii. This record is for the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported they had breast augmentation surgery and "used implants from your company allegran naturel plus. A ruptured right implant was found. In this connection, I needed a second operation...I ask you to compensate for the damage I have suffered due to the fact that the manufacturer claimed a lifetime warranty for implants, which is confirmed by a document handed over to me." Patient provided MRI which reported "picture of the condition after breast plastic surgery with implants, subcapsular rupture of the right breast implant, fibrous mastopathy." MRI also reported "the breast implant is located retromuscularly, adjacent tissues are unchanged. The contours of the implant are clear and even; the cavity is filled with the homogeneous content of the hyperintense mr signal on t2 and hypointense mr signal on t1wi, on the background of which the linear wavy structures of the hypointense mr signal are determined. Breast tissue has a mixed structure with predominance of glandular tissue, diffusely altered with the presence of fibrous component; the type of structure is close to reproductive tissue. Linear areas of increased mr signal on t2wi and stir from the lobular and interlobular septa are detected in the glandular tissue. Mr picture of the condition after breast plasty with implants, subcapsular rupture of the right breast implant, fibrous mastopathy." Ultrasound reported "the contours of the silicone prosthesis of the right breast are irregularly shaped, with rough waves, in the area of the upper-outer inner quadrant, there is a violation of integrity with the divergence of the edges of the implant. There is fluid around the implant: between the implant and the periprosthetic fibrous capsule a heterogeneous, hyperechogenic fluid of varying thickness is detected without extending beyond the periprosthetic fibrous capsule. The content of the endoprosthesis is heterogeneous with multiple areas of increased echogenicity, the snowstorm sign." Healthcare provider noted capsular contracture baker grade ii. This record is for the right side. The device has been explanted.